Event description:
It was reported that the patient received notification from surgeon regarding the recall. Patient has large swelling, pain and loss of strength in hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate neck. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding pain involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. Similar events have occurred for the catalogue number & product family. Voluntary recall was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient received notification from surgeon regarding the recall. Patient has large swelling, pain and loss of strength in hip.